Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was the reported single leaflet device attachment (slda) in this incident appears to be related to patient morphology/pathology and due to restricted posterior leaflet and a large left atrium. The reported mr appears to be due to the slda. The reported dyspnea was a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed since the mitraclip detached from one leaflet and remained attached to the other (single leaflet device attachment). It was reported that on (B)(6) 2017, the patient presented with mixed functional and degenerative mitral regurgitation (mr) grade 4 with a restricted posterior leaflet and a large left atrium. One mitraclip was implanted without issues reducing the mr to grade 1. One day post procedure, on (B)(6) 2017, the patient experienced recurrent shortness of breath. Imaging was performed and a single leaflet device attachment was observed and the mr had increased to grade 4. Two additional mitraclips were implanted as treatment, reducing the mr to grade 2. Hospitalization was prolonged. Reportedly, the patient is doing fine. There was no additional information provided regarding this issue.